Manufacturer narrative:
Investigation summary: no sample or photo was provided for evaluation. The batch record review was not performed as it could not be located. However, 3241369 and 3241366 were found. It was confirmed that at that time the expiration date was not part of the requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd¿ needle 30x1/2 rb has been found missing label information before use. The following has been provided by the initial reporter: it was reported the sterility was questioned for product that did not have expiration dates. Verbatim: we have a need to know when bd changed and started listing expiration dates on sterile products. We have some kits that were built with sterile needles from 2010 to 2017 that did not have expiration dates.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ needle 30x1/2 rb has been found missing label information before use. The following has been provided by the initial reporter: it was reported the sterility was questioned for product that did not have expiration dates. Verbatim: we have a need to know when bd changed and started listing expiration dates on sterile products. We have some kits that were built with sterile needles from 2010 to 2017 that did not have expiration dates.